Manufacturer narrative:
H6: 4581: significant reduction of irido-corneal angles h6: 1494-age<21 years old at the time of implantation. Claim#(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo 13.7 implantable collamer lens -10.5/1.5/094 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2023. The lens was reported as having excessive vaulting, significant reduction of iridocorneal angles. Cause of the event was unknown. On (B)(6) 2024 the lens was replaced with a smaller length lens. This resolved the problem.

Manufacturer narrative:
H4: manufacture date: 19-feb-2023. Claim# (B)(4).